Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with chest pain and it was noted that the implantable pulse generator (ipg) was not pacing appropriately. The ipg remains in use. No further patient complications have been reported as a result of this event.